Event description:
It was reported that after a resection of merckel's diverticulum procedure, there was staple line leakage. A stapler was used in this procedure in a (B)(6) child in (B)(6) 2009. The stapling was performed without issue, but the physician noticed a slight leakage in the staple line, and decided to perform a turning in procedure with vicryl sutures, to enhance clotting. The patient left the hospital normally. Recently (no date), the patient returned with symptoms of intestinal occlusion, which led to a new surgical procedure. A stenosis was found at the location of the turned in staple line. A resection of the staples and a new anastomosis of the small bowel were performed. No further information is known.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.